Event description:
A health professional reported receiving a low reading of 20 mg/dl on their blood glucose monitor. The laboratory reference reading of 140 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Additional evaluation - the reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (47m45h) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacture date is unknown. The date on h4 is the date the complaint was received by customer service.